Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility's report of high and critical vulnerabilities in connected alaris pumps, identified by their new software (medigate/claroty), could not be confirmed during the investigation. No devices or records were returned for examination. ¿ bd's technical support specialist recommend keeping all devices up to date and visiting the bd cyber security website at bd.com/cybersecurity for information on identified vulnerabilities and their resolutions. ¿ an external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. ¿ a review of the system logs could not be performed. There were no suspect devices returned for this investigation. ¿ laboratory testing could not be performed; there were no suspect devices returned for this investigation. ¿ bd's technical support specialist provided the client with the following information: ¿ they recommended visiting the bd cybersecurity website at https://bd.com/cybersecurity to review identified vulnerabilities and their resolutions. ¿ on the bulletins and patches tab, on the left-hand side of the screen under product brands, select bd alaris. ¿ there you will see all the vulnerabilities that we have identified and what are stances are on them. Most, if not all, are quite old and have already been addressed, and you are on the most recent version of the software, systems manager (sm) v12.5.2 with the newest pcu firmware. ¿ if you have not fully cut over to the new pcus and sm server, then yes you could be impacted. Yet, the resolution would be to upgrade, which you've already done. ¿ per the bd product security whitepaper (v12.4), bd is responsible for the patching of the systems manager windows server operating system. Customers may choose to take ownership of patching upon request. ¿ bd does not support the installation of any software that impacts the functionality of bd applications and services. ¿ bd monitors for patches released by microsoft, tests these patches, and determines if they can be deployed (approved / not approved). These patches are posted on the bd trust center (https://cybersecurity.bd.com/bulletins-and-patches/security-patches-bd-alarisproducts). ¿ there was no patient involvement. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of high and critical vulnerabilities in connected alaris pumps, identified by their new software (medigate/claroty), was not determined as the incident devices was not returned for testing. Bd's technical support specialist recommend keeping all devices up to date and visiting the bd cybersecurity website at bd.com/cybersecurity for information on identified vulnerabilities and their resolutions.

Event description:
It was reported that the facility's information technology department has a new software (medigate/claroty), which helps them manage and secure their connected medical devices, has identified that there are alaris pumps connected to their internal network that "critical and high vulnerabilities." There was no patient involvement. Vulnerability name: urgent/11 (icsa-19-211-01 / icsa-19-274-01 / icsma-19-274-01) cves: cve-2019-12255, cve-2019-12256, cve-2019-12257, cve-2019-12258, cve-2019-12259, cve-2019-12260, cve-2019-12261, cve-2019-12262, cve-2019-12263, cve-2019-12264, cve-2019-12265 description: several vulnerabilities were found in the interpeak ipnet tcp/ip stack, first reported under icsa-19-211-01, affecting devices running vxworks os, and updated as icsma-19-274-01. These vulnerabilities have expanded beyond the affected vxworks systems and affect additional real-time operating systems (rtos). Successful exploitation of these vulnerabilities could allow remote code execution. Vulnerability name: busybox (cve-2016-2148 and 2 more) cves: cve-2016-2148, cve-2018-20679, cve-2019-5747 description: bd is aware of and is monitoring multiple vulnerabilities in third-party vendor busybox software. These vulnerabilities are not exclusive to bd nor to medical devices. Bd is providing this update to educate customers on which bd products could be affected by these third-party vulnerabilities. These third-party vulnerabilities, if exploited, may allow an unauthorized user with access to the customer¿s wireless network to gain access to a customer¿s wireless credentials or other sensitive information by sending a crafted dynamic host configuration protocol (dhcp) message. Vulnerability name: name:wreck cves: cve-2016-20009, cve-2020-15795, cve-2020-27009, cve-2020-27736, cve-2020-27737, cve-2020-27738, cve-2020-7461, cve-2021-25677 description: "a set of 9 vulnerabilities referred to as ""name:wreck"", affecting four popular tcp/ip stacks: freebsd, nucleus net, ipnet and netx. These vulnerabilities relate to dns implementations, causing either dns cache poisoning, denial of service (dos) or remote code execution (rce), allowing attackers to take target devices offline or to take control over them. Not all devices running nucleus rtos or freebsd are vulnerable to name:wreck." Bd technical support specialist responded to the customer's feedback and advised the customer to review the bd website https://bd.com/cybersecurity: "on the bulletins and patches tab, on the left-hand side of the screen under product brands, select bd alaris. There you will see all the vulnerabilities that we have identified and what are stances are on them. Most, if not all, are quite old and have already been addressed, and you are on the most recent version of the software, systems manager (sm) v12.5.2 with the newest pcu firmware." Bd technical support specialist has forwarded the customer's feedback to bd cybersecurity team.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the facility's information technology department has a new software (medigate/claroty), which helps them manage and secure their connected medical devices, has identified that there are alaris pumps connected to their internal network that "critical and high vulnerabilities." There was no patient involvement. Vulnerability name: urgent/11 (icsa-19-211-01 / icsa-19-274-01 / icsma-19-274-01) cves: cve-2019-12255, cve-2019-12256, cve-2019-12257, cve-2019-12258, cve-2019-12259, cve-2019-12260, cve-2019-12261, cve-2019-12262, cve-2019-12263, cve-2019-12264, cve-2019-12265 description: several vulnerabilities were found in the interpeak ipnet tcp/ip stack, first reported under icsa-19-211-01, affecting devices running vxworks os, and updated as icsma-19-274-01. These vulnerabilities have expanded beyond the affected vxworks systems and affect additional real-time operating systems (rtos). Successful exploitation of these vulnerabilities could allow remote code execution. Vulnerability name: busybox (cve-2016-2148 and 2 more) cves: cve-2016-2148, cve-2018-20679, cve-2019-5747 description: bd is aware of and is monitoring multiple vulnerabilities in third-party vendor busybox software. These vulnerabilities are not exclusive to bd nor to medical devices. Bd is providing this update to educate customers on which bd products could be affected by these third-party vulnerabilities. These third-party vulnerabilities, if exploited, may allow an unauthorized user with access to the customer¿s wireless network to gain access to a customer¿s wireless credentials or other sensitive information by sending a crafted dynamic host configuration protocol (dhcp) message. Vulnerability name: name:wreck cves: cve-2016-20009, cve-2020-15795, cve-2020-27009, cve-2020-27736, cve-2020-27737, cve-2020-27738, cve-2020-7461, cve-2021-25677 description: "a set of 9 vulnerabilities referred to as ""name:wreck"", affecting four popular tcp/ip stacks: freebsd, nucleus net, ipnet and netx. These vulnerabilities relate to dns implementations, causing either dns cache poisoning, denial of service (dos) or remote code execution (rce), allowing attackers to take target devices offline or to take control over them. Not all devices running nucleus rtos or freebsd are vulnerable to name:wreck." Bd technical support specialist responded to the customer's feedback and advised the customer to review the bd website https://bd.com/cybersecurity: "on the bulletins and patches tab, on the left-hand side of the screen under product brands, select bd alaris. There you will see all the vulnerabilities that we have identified and what are stances are on them. Most, if not all, are quite old and have already been addressed, and you are on the most recent version of the software, systems manager (sm) v12.5.2 with the newest pcu firmware." Bd technical support specialist has forwarded the customer's feedback to bd cybersecurity team.